Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was stable.